Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where after successful device deployment the patient was pacing at a rate of 48bpm and during the case was in atrial fibrillation. The ra lead did appear fluoroscopically to be in contact with some of the locking tabs in the ra. The lead seemed to touch the evoque periodically during cardiac cycle. The physician was planning to interrogate the ra lead and check the thresholds and evaluate the need for a rv temporary balloon tipped pacing lead or potentially a cs lead if needed. The decision was later made that a micra would be implanted in a few weeks due to the interaction of the evoque with the ra lead.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for system interaction with previously implanted device(s) was confirmed with other empirical evidence. Based on the device history review (DHR), there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential contributing factors include mechanical interaction between the evoque valve in the tricuspid position and the retained ra pacing lead, which appeared to intermittently contact the valve during the cardiac cycle. This may have led to lead stress or altered pacing function. The rv lead was removed prior to implantation, possibly affecting ra lead positioning. There is no evidence of any evoque valve malfunction due to the interaction. A definite root cause is indeterminable. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.